Event description:
A pt reported blood glucose results of "325 mg/dl, 226 ng/dl, and 139 mg/dl" with a lifescan meter, performed within 109 minutes of each other. The meter, test strips, and control solution were replaced.